Event description:
It was reported that, a day post implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing and low amplitude. The automated test was unsuccessful on all vectors. The patient was rescreening on both left and right side and pass all vectors on the left and two on the right. Subsequently, the system was revised and the electrode moved to the right sternal edge and the device was move on to midline. The signal quality was much better with greater r wave amplitude. Furthermore, the defibrillation threshold (dft) test was performed, and it was not successful, so the s-ICD was moved superior to improved shock vector. The dft was repeat and it was successful. This s-ICD remains in service. No additional adverse patient effects were reported.